Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. The patient was admitted to the hospital after being found unresponsive at home. On (B)(6) 2017, the patient was transferred to a different hospital for subdural hematoma. On (B)(6) 2017, the patient was discharged to a nursing home and passed away on (B)(6) 2017. There is no known allegation from a health professional that suggests the death was related to the device. It was noted that the patient died from a subdural hematoma.